Event description:
The complainant reported an inaccurate delivery. The intended delivery was 360ml at a set rate of 40ml/hr to be delivered over a time frame of 9 hours; however, the actual amount was delivered was 360ml over a time of 6 hours.

Manufacturer narrative:
(B) (4). (B) (4): (B) (4)